Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v505195, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust the stimulation from their implantable neurostimulator (ins) and a ¿call your doctor¿ icon with power-on-reset (por) condition was seen following a ¿shock test¿ for their heart. Specifically, the patient noted that they were a ¿heart¿ patient and had gone in for the test and afterwards while trying to use their programmer to check the settings and saw the por message on the screen. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.